Manufacturer narrative:
(B)(4). Batch # p91n8z. The device was returned with the upper jaw damaged with half of the upper jaw broken and detached from the device and returned. In addition, the electrode and ceramic was separated still attaches to the active rod. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. Upon visual inspection under magnification it was noted that the ceramic was damaged (cracked) but is still bonded to the lower jaw. The ceramic was damaged by the separation of the electrode from the lower jaw. Although no definitive root cause could be drawn as to how this severe damage occurred, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment the batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a partial laparoscopic spleen procedure, the surgeon was using the enseal and it broke, there is a small part included. The surgeon switched to harmonic and used the harh36 with no issue. There were no adverse consequences for the patient.